Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient experienced intermittent audio output. The continuous glucose monitoring (cgm) reading was 53 mg/dl, the urgent low alert which is fixed at 55 mg/dl should have been delivered at this point and it was reported that they did not receive any alert. During the night around 5 am the patient experienced hypoglycemia with seizures and loss of consciousness. At the time, the cgm reading was 53 mg/dl the blood glucose (bg) was 36 mg/dl (no inaccuracy as the values were in the 20% range), the patient´s mother took the blood glucose reading during the morning. The patient´s mother treated the patient with a glucagon shot and called an ambulance. The paramedics took the patient to the hospital where he was treated with IV fluids for re-hydration. The patient was discharged the same day. At the time of the report the patient was recovered and was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information was available.